Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Two clip delivery systems are filed under separate medwatch report numbers.

Event description:
This report is filed as a clip delivery system was difficult to remove from the steerable guide catheter (sgc). The sgc flush port broke during cds removal. It was reported that this was a mitraclip procedure treating mixed, functional and degenerative, mitral regurgitation grade 3 with a thin and immobile anterior medial leaflet due to a previous transcatheter aortic valve implantation. One mitraclip was implanted without reported issue. A second mitraclip (cds0602-xtr 80119u186) was implanted; however, after 10 minutes this clip detached from the anterior medial leaflet and remains attached to the posterior medial leaflet (single leaflet device attachment -slda). Per physician, the slda was due to pre-existing anatomy. As treatment for the slda and to further reduce mr, it was decided to place a third mitraclip. The third clip, mitraclip (cds0502) was unable to grasp the leaflets due to anatomy. Reportedly, there was no evidence of tissue damage due to this difficulty grasping but it was decided to remove this device from the anatomy. During cds retraction and while retracting the clip introducer from the steerable gide catheter (sgc0302 80308u257), difficulty was encountered and the sgc flush port broke. A new sgc was used in replacement. A third mitraclip (cds0602-xtr) was implanted between the first and slda clip without reported issue. The mr was reduced to grade 2. No additional information was provided regarding this issue

Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. A review of the lot history record revealed no manufacturing nonconformities reported to this lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported break was confirmed as the flush port of the hemostasis valve was noted to be broken; however, the reported difficult to remove clip delivery system (cds) from the steerable guide catheter (sgc) was not confirmed as no issue was noted while retracting the device. A definitive cause for the reported break and difficult to remove cds in this incident cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.